Event description:
During procedure, a physician stopped using the jaws as the jaws action(open/close) was slow in response to the manipulation. The jaws was replaced with an additionally opened 190065, and the procedure was completed. As a result of the returned sample(s) review at gmkk: the jaws action(open/close) was slow response with some resistance, when it was in curved situation.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. IFU under precautions- "the forcep should be thoroughly rinsed with heparinized saline prior to each specimen collection during the procedure." One opened device was returned for evaluation. Visual inspection found no damage to the device. The device was functionally tested and found to actuate slower than designed. The complaint was confirmed. Since the device was returned opened a root cause could not be determined with confidence. Root cause of the device not working properly could possibly be foreign substance(organic) caught in the clevis area mechanism of the distal tip(jaws). A result of the device not being thoroughly rinsed. Since this issue could have been caused by the user not thoroughly rinsing with heparinized saline, no corrective action is necessary. The IFU has been updated since the manufacture of this product to further stress the importance of cleaning the device upon removal.

Manufacturer narrative:
The sample is indicated as returned. As of this date, the sample has not been reviewed. A follow-up report will be submitted once the sample has been reviewed.

Event description:
During procedure, a physician stopped using the jawz as the jaws action(open/close) was slow in response to the manipulation. The jawz was replaced with an additionally opened 190065, and the procedure was completed. As a result of the returned sample(s) review at (B)(6): the jaws action(open/close) was slow response with some resistance, when it was in curved situation.